Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed no evidence of short battery life. There were several replace battery alarms due to a discharged replace battery use used. Unrelated to the original complaint, the battery compartment was cracked. ¿ez-prime¿ steps were performed correctly and all currents readings were within specification. The pump¿s cover was removed and no moisture corrosion or any intermittent condition was found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.